Event description:
It was reported that on (B)(6) 2020 the device displayed a "canister full" "tubing blocked" alarm when there was no exudate in the canister. Troubleshooting instructions were provided and multiple canisters were exchanged in an attempt to solve the issue but the alarm continued. On (B)(6) 2020 the device was removed due to patient readmission not related to the use of the product and on (B)(6) 2020 the patient requested the device collection and servicing.